Event description:
Spontaneous call. Patient reported that he went to change his cassette on wednesday, put cassette on the pump and tried to prime the cassette. Pump kept saying high pressure. Patient tried on back up pump as well and said high pressure as well. Patient tried another cassette with a different lot number and it worked fine. Lot# 2028-03-16 is the one that caused issues. Patient was able to restart infusion with out problems. No adverse event from cassette issue. No other information known. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? No; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes; what is the outcome of the event? Resolved. Reported to cvs/caremark by pt/caregiver. Ref report: mw5147060.